Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting issue could not conclusively be confirmed with system controller (serial # (B)(6)). The system controller passed functional testing. The system controller was able to connect to laboratory equipment (14v battery clips, 14v power module patient cables) without issue. It was noted the power connectors were unremarkable. The connection was completed with no observed issue. A root cause of the difficulty connecting issue could not be confirmed through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no adverse patient impact associated with the controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number: (B)(6). Section e1: reporter postal office or zip code: (B)(6). Section e1: reporter address line 1 : (B)(6).

Event description:
Related manufacturer report numbers: 2916596-2023-02816 and 2916596-2023-02817. It was reported that while visiting the hospital and getting the devices checked, it was noted that the cable pin on the mobile power unit (mpu) was broken and stuck in the power cable of the system controller. The pin was removed, and the system controller was exchanged and will be used as the backup controller. The backup controller was difficult to connect and the patient was given a new one.